Manufacturer narrative:
Physio-control was made aware by the customer that their device issue was resolved and working normally after replacing the batteries in their device. The cause of the reported issue was likely low batteries, however further root cause could not be determined. Physio-control did not evaluate the customer's device.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the batteries in the device were replaced and the device was left powered on, when the customer returned in a short time, the device had powered itself off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the batteries in the device were replaced and the device was left powered on, when the customer returned in a short time, the device had powered itself off. There was no patient use associated with the reported event.